Manufacturer narrative:
Age/date of birth: unknown/not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the physician observed a white spot inside the optic of zxr00 intraocular lens (iol) when looking in the microscope. The lens was removed and replaced with the same model and diopter lens. There was no incision enlargement or vitrectomy required. There was no patient problem, just a delay in surgery noted. The physician indicated that the spot was like a white/calcified crystalline impurity. The physician also noted that the lens was not scratched. Patient is doing excellent after the replacement lens was implanted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/07/2016. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and it was observed that the product was cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.